Event description:
It was reported that a study participant experienced severe hyperglycemia after consuming multiple sodas while using the ilet bionic pancreas, with emergency medical services evaluating the participant on scene and not transporting to a healthcare facility. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included evaluation by emergency responders without hospitalization. Investigation included case creation for missed meal announcement and review of device use related to meal announcements and alert behavior. Investigation of this case revealed no device alarms or alerts and suggested user-related factors, specifically a missed meal announcement in the context of excessive carbohydrate intake, as the most plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior, including missed meal announcement and dietary factors.

Manufacturer narrative:
The end-user experienced hyperglycemia requiring emergency medical treatment while using the ilet. Engineering log review was not available for the specific event date due to uncertainty regarding the exact date of occurrence. The end-user reported excessive soda intake without a corresponding meal announcement, which is consistent with hyperglycemia resulting from unannounced carbohydrate consumption. No device malfunction was alleged or identified, and the end-user did not attribute the event to ilet performance. Based on available information, the event was attributed to use-related therapy management factors, and no device problem was identified. If additional information becomes available, a supplemental MDR will be submitted.